Event description:
A valiant captivia stent graft system was attempted for use for the endovascular treatment of a 50cm thoracic aortic aneurysm. It was reported that the device could not be flushed with a 40cc or 20cc syringe. A 10cc syringe was then used and some saline was infused but soon stopped. Another valiant device was opened, flushed, and implanted without issue. The physician stated that the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed, water could not be flushed through the sideport. The root cause of the event could not be conclusively determined from the device analysis as the individual device components were within manufacturing specification.